Event description:
The subject kora 250 sr pacemaker, implanted on (B)(6) 2016, reportedly failed pacing on (B)(6) 2018. The patient had to be submitted in emergency to hospital, due to avbiii and escape rhythm. The device was replaced on (B)(6) 2018 by an unknown device.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject kora 250 sr pacemaker, implanted on (B)(6) 2016, reportedly failed pacing on (B)(6) 2018. The patient had to be submitted in emergency to hospital, due to avbiii and escape rhythm. The device was replaced on (B)(6) 2018 by an unknown device.